Manufacturer narrative:
B3: aware date used as event date is unknown.

Event description:
Reported via social media: it was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified point, the closure device embolized to the stomach area. No further information is available at this time.